Event description:
It was reported that the device reached elective replacement indicator (eri) two and a half years after implant, and did not meet expected longevity. Additionally, the atrial lead exhibited high thresholds. The device was explanted and replaced and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4194 implantable pacing lead - unknown; 6944 implantable tachy lead - unknown. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.